Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01200. It was reported that the patients ipg reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Post-op the patients lead was reported to have all high impedances. Surgical intervention may be taken at a later date to address the lead issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.